Event description:
It was reported that values for the shock impedances was zero at the end of (B)(6) 2025. In addition there was reported atrial lead noise and oversensing. A request for technical services (ts) review was needed. Ts discussed troubleshooting options for this case. Ts also noted that on a signal artifact monitor (sam) event noise was stored on all leads. The lead impedances measurements were noise and noise measurements means the device detected external noise on the lead measurements, thus the noise could be external rather then minute ventilation (mv) signal. Ts wanted to know what the patient was doing at the time of the sam event. At this time the device remains implanted. No adverse patient effects were reported. No further action has taken place and this patient will continue to be monitored.